Event description:
Patient was undergoing the placement of a port-a-cath vascular access device under anesthesia in the operating room. The surgeon attempted placement via the left subclavian vein, but the guidewire that was part of the port-a-cath kit repeatedly went up into the internal jugular vein instead of the innominate vein despite multiple attempts. The surgeon abandoned the site and attempted to place the port-a-cath using a right subclavian vein approach. He was again unsuccessful with the kit's guidewire and asked for a hydrophilic guidewire (a separate device) to attempt placement. During use a 13 cm section of the wire's coating sheared off in the patient's right subclavian vein, however the surgeon was able to retrieve the foreign body and removed it. The port-a-cath placement was abandoned and the surgery was ended. The pt was rescheduled for another attempt at placing the port-a-cath the following day.